Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. Right ventricular (rv) pacing therapy was noted to be available at the time. Additionally, a low out of range pacing impedance measurement less than 200 ohms was observed. All subsequent measurements were noted to be within normal limits in the 400 to 450 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. Right ventricular (rv) pacing therapy was noted to be available at the time. Additionally, a low out of range pacing impedance measurement less than 200 ohms was observed. All subsequent measurements were noted to be within normal limits in the 400 to 450 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that this ra lead continued to exhibit oversensing and low out of range pacing impedance measurements less than 200 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.